Event description:
It was reported that the device exhibited a loss of telemetry. It was unknown the cause of the issue. No intervention was performed, and no further issue seen since the incident. There were no adverse health consequences, the patient was stable.